Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Patient presented with dissection. The target lesion was located in the right coronary artery (rca). A 3.00x28mm promus premier¿ stent was selected and advanced; however, the device was unable to cross the dissection. It was noted that the stent was stuck on a non bsc guide wire. The stent would not come off the wire. The devices were then removed together. The procedure was not completed. No patient complications were reported and the patient's status was fine.